Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. No issues were identified that would have impacted this event. No evidence of device malfunction was found in the engineering logs. The ilet was performing as intended and can be seen reacting appropriately to cgm glucose values. The ilet was triggering device and cgm glucose alerts when required. The unusual meal announcements prior to the hypoglycemic event had a contributory effect. As mentioned in the complaint report, the patient was retrained in the proper use of meal announcements.

Event description:
On (B)(6) 2025, a caregiver reported that on (B)(6) 2025 the user experienced low blood glucose (bg) of 39mg/dl. The caregiver administered a glucagon injection followed by oral carbohydrates to treat the low bg. The event was managed at home without medical intervention. The user remained on the ilet and planned to follow up with additional training.